Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included obesity and hypertension. Concomitant products included medroxyprogesterone and nuvaring. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and depression ("depression"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced anxiety ("mental anguish"). The patient was treated with surgery (left tubal ligation and laparoscopic removal of essure (left side)). Left essure was removed. At the time of the report, the uterine perforation had resolved and the vaginal haemorrhage, menorrhagia, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs, on (B)(6) 2011, surgical removal of coil(s) - laparoscopic removal. Removal date: (B)(6) 2011 (discrapancies as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received. Added event depression, mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In october 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On 1-feb-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent tubal ligation due to complications from the essure device and laparoscopic removal). Essure was removed. At the time of the report, the uterine perforation had resolved and the vaginal haemorrhage, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered fatigue, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs, on 11-oct-2011, surgical removal of coil(s) - laparoscopic removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs received, events abnormal bleeding (vaginal, menorrhagia), tubal ligation, pain, fatigue, perforation (uterus), weight gain and essure confirmation test was not performed added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)") and device dislocation ("malposition of essure device location of device: outside the tube") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included obesity and hypertension. Concomitant products included ibuprofen (motrin), medroxyprogesterone, norlestrin fe (loestrin fe), nuvaring and vitamins nos. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / pelvic area"). The patient was treated with surgery (left tubal ligation and laparoscopic removal of essure (left side)) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation and pelvic pain had resolved, the device dislocation, fatigue, weight increased, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs, on (B)(6) 2011, surgical removal of coil(s) - laparoscopic removal date: (B)(6) 2011 (discrapancies as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Reporters information updated. Event: essure micro-insert migrating out of fallopian tube, pain/pelvic area were added. Concomitant drugs were added. Essure removal date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (uterus)') and device dislocation ('malposition of essure device location of device: outside the tube') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included obesity and hypertension. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), medroxyprogesterone, medroxyprogesterone acetate (depo provera) and vitamins nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / pelvic area"). The patient was treated with surgery (surgical removal of coil(s) and left tubal ligation and laparoscopic removal of essure (left side)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the device dislocation, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs, on (B)(6) 2011, surgical removal of coil(s) - laparoscopic removal. Removal date: (B)(6) 2011 (discrepancies as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of the events - pain and bleeding was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (uterus)') and device dislocation ('malposition of essure device location of device: outside the tube') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included obesity and hypertension. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), medroxyprogesterone, medroxyprogesterone acetate (depo provera) and vitamins nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain / pelvic area"). The patient was treated with surgery (surgical removal of coil(s) and left tubal ligation and laparoscopic removal of essure (left side)). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the device dislocation, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs, on (B)(6) 2011, surgical removal of coil(s) - laparoscopic removal removal date: (B)(6) 2011 (discrapancies as per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent tubal ligation due to complications from the essure device.). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.